Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. It was unable to perform the displacement test and verify motor error and motor position encoder error alarms due to motion sensor test failure alarm. Device had cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure, then motor position encoder error and then motor error three times during a bolus attempt. The drive support cap is recessed. The alarms were confirmed in the alarm history. Blood glucose value was 216 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.